Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusions: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the vent reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt developed an infection at his ipg site, and consequently his system was explanted on (B)(6) 2013. Follow-up indicated the infection was staphylococcal. He was treated with intravenous antibiotics for 5 days and was discharged from the hospital on oral antibiotics. It was reported the pt was recovering from the infection.